Event description:
Information was received indicating that pumps with cadd medication cassettes attached were exhibiting various alarms. It was reported the cassette was switched out to a new cassette resolving the alarming. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).